Event description:
The following has been reported: customer reported: biomed reported: I have downed pump (B)(6) keeps alarming, alarm is flow dial and no pt harm or stopped infusion. A preliminary review of the logs identified the following issue: data management service crashing due to an excess of device status aperiodic error messages. An active infusion was not stopped. No adverse effects were reported. Fresenius kabi sw eng has investigated and found that the issue is tied to a sw anomaly; if the database grows too large, the pump may not have space for a software update. Additionally, the lvp may not turn on if the database fills up all disk space. This issue can prevent a pump from starting up, prevent a software update download, and possible stop a running infusion. This customer is currently in process of getting ready to install the latest sw version that was released in recall# z-1484-2024; fresenius kabi has confirmed that the customer is still running under the previous sw version.